Manufacturer narrative:
Product not available.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Based on a conversation with the customer, the customer redacted the complaint. It was determined that this event did not involve a break at the weld and is not a reportable event.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.